Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. The patient was not connected at the time of the alarm. This occurred before use. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. There was no patient involvement. No additional information is available.